Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so, ensuring the issue did not recur. The customer was allowed to continue using the pump and was advised to contact support if the malfunction code appeared again. The caller acknowledged and understood the instructions.